Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the reported issue could be replicated after 7 and 5 hours of use respectively. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor of the navigation system powered down without prompt from the user after two hours of use. It was reported that the navigation system was restarted to restore functionality. After an additional two hours of use, the monitor powered down again and restarting restored functionality for a second time. There was no patient present when this issue was identified. No additional information was provided.